Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 32 year-old female patient who had essure (ess205) inserted (lot no. 623643) for permanent contraceptive tubal implant. The patient had a medical history of live birth (3), parity 3, multi gravida, pelvic pain female, dyspareunia and menorrhagia. Previously administered products included: doxycycline hyclate, qvar, albuterol [salbutamol], levora [ethinylestradiol;levonorgestrel] and citalopram. The patient had a family history of hyperlipidemia. Concurrent conditions were listed as polycystic ovarian syndrome and asthma. On (B)(6) 2016, 3127 days after essure (ess205) insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2016, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices using ligasure). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic inflammatory disease to be related to essure (ess205) administration. The reporter commented: 6 coils on the right; 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.373 kg/sqm. [Hepatitis viral test] on (B)(6) 2007: hepatitis b surface antibody, eia- positive. [Hysterosalpingogram] on (B)(6) 2008: 05aug2008 (as per mr). Xr hysterosalpingography. Hysterosalpingogram post essure. Findings: utilizing standard technique, the endocervical canal was cannulated. A preliminary film shows position of the essure devices and after instillation of contrast there position is shown to be good with relation to the uterus. With moderate pressure injection, there is no evidence for contrast extravasation from the tubes which appear to be satisfactorily occluded. [Pathology test] on (B)(6) 2016: surgical pathology final report: diagnosis: fallopian tubes and essure coils, bilateral, salpingectomy: simple paratubal cysts and small walthard rest. Reactive changes and focal foreign material of proximal fallopian tubes. Specimen source: bilateral fallopian tubes. Clinical information: chronic pelvic pain; pcos; endometriosis. Gross description: the shorter segment is inked. Also present in the container is a detached 1.2 x 0.5 cm pink purple segment of possible proximal fallopian tube and two disrupted coils of silver pliable metal consistent with essure coils. No fragments of essure coils are in the proximal ends of the fimbriated segments [ultrasound pelvis] on (B)(6) 2005: pelvic ultrasound: history: pelvic pain. Findings: no uterine abnormality detected. Iud in correct position. Both ovaries identified without abnormality. No adnexal abnormalities detected. Trace free fluid. Impression: normal pelvic ultrasound. Lot number: 623643, manufacture date: 2007-05, expiration date: 2010-05. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 32 year-old female patient who had essure (ess205) inserted (lot no. 623643) for female sterilisation. The patient had a medical history of live birth (3), parity 3, multi gravida, pelvic pain female, dyspareunia and menorrhagia. Previously administered products included: doxycycline hyclate, qvar, albuterol hfa, levora [ethinylestradiol;levonorgestrel] and citalopram. The patient had a family history of hyperlipidemia. Concurrent conditions were listed as polycystic ovarian syndrome and asthma. On (B)(6) 2016, 3127 days after essure (ess205) insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2016, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices using ligasure). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic inflammatory disease to be related to essure (ess205) administration. The reporter commented: 6 coils on the right 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.373 kg/sqm. [Hepatitis viral test] on (B)(6) 2007: hepatitis b surface antibody, eia- positive. [Hysterosalpingogram] on (B)(6) 2008: (B)(6) 2008 (as per mr) xr hysterosalpingography. Hysterosalpingogram post essure. Findings: utilizing standard technique, the endocervical canal was cannulated. A preliminary film shows position of the essure devices and after instillation of contrast there position is shown to be good with relation to the uterus. With moderate pressure injection, there is no evidence for contrast extravasation from the tubes which appear to be satisfactorily occluded. [Pathology test] on (B)(6) 2016: surgical pathology final report: diagnosis: fallopian tubes and essure coils, bilateral, salpingectomy: ¿ simple paratubal cysts and small walthard rest. ¿ reactive changes and focal foreign material of proximal fallopian tubes. Specimen source: bilateral fallopian tubes. Clinical information: chronic pelvic pain; pcos; endometriosis. Gross description: the shorter segment is inked. Also present in the container is a detached 1.2 x 0.5 cm pink purple segment of possible proximal fallopian tube and two disrupted coils of silver pliable metal consistent with essure coils. No fragments of essure coils are in the proximal ends of the fimbriated segments [ultrasound pelvis] on (B)(6) 2005: pelvic ultrasound: history: pelvic pain. Findings: no uterine abnormality detected. Iud in correct position. Both ovaries identified without abnormality. No adnexal abnormalities detected. Trace free fluid. Impression: normal pelvic ultrasound. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.